Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 375 mg/dl. Another blood glucose level was 365 mg/dl. The customer's current blood glucose was 175 mg/dl. Customer was in emergency medical services and emergency room. The customer did experienced the symptoms such as vomiting. The customer was treated with manual injections. Troubleshooting was done for high blood glucose and under delivery. The customer stated that the auto mode feature was active at time of high blood glucose event. . The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.